Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes no output a nd that some programmed parameters were not being displayed during interrogation.